Event description:
Event description guiant received inforamtion that the implantable cardioverter defibrillator (ICD) was removed because it did not meet the physician's expectations with regard to longevity. The ICD was implanted 41 months.